Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. The stryker fsr recommended that the customer replace the outdated batteries. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device was powering off intermittently. As a result, defibrillation would not be available, if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
Section h11 of the initial medwatch report indicates: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. The stryker fsr recommended that the customer replace the outdated batteries. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker field service representative (fsr) evaluated the customer's device and was unable to duplicate the reported issue. The stryker fsr replaced the battery pins as a precaution and recommended that the customer replace the outdated batteries. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Additional narrative: a stryker customer quality engineer evaluated the device logs and was able to verify the issue. The cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device was powering off intermittently. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was powering off intermittently. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer provided more information and it was confirmed that there was no patient involvement in this event. Sections 1 and 2 have therefore been updated accordingly.